Event description:
It was reported the pt with a history of persistent endocarditis in spite of long-term antibiotics, underwent aortic valve replacement in (B)(6) 2010 due to fungal endocarditis. A transesophageal echocardiogram revealed an abscess cavity tracking posteriorly out of the left ventricular outflow tract. It was decided to undergo redo avr in (B)(6) 2010. Intraoperatively a hemashield patch was placed to the left ventricular outflow tract, a radical mitral valve repair with placation of the anterior leaflet of the mitral valve was performed and the aortic valve was removed and replaced with another sjm epic valve (model and s/n unknown). Upon explant the surgeon stated the valve appeared normal. The hospital's surgical pathology report stated endocarditis.